Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail mount is damaged. The technician replaced the side rail mount assembly to resolve the issue.